Event description:
It was reported to philips that the battery data cable was bare during servicing. There was no patient involvement. While servicing the device the philips field service engineer (fse) found that the device requires a replacement battery data cable to resolve the reported issue. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery data cable. A philips field service engineer (fse) replaced the battery data cable to resolve the reported problem. The device remains at the customer site and no further evaluation is required at this time.